Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during post-implant testing, this unknown implantable tachy device detected oversensing on the right ventricular (rv) lead, which resulted in no rv contraction on either the surface electrocardiogram (egm) or the rv intracardiac egm due to the patient's complete atrioventricular (av) block and pacemaker dependency. Boston scientific technical services (ts) was contacted by the local field representative and provided troubleshooting recommendations to be performed prior to final device programming and patient discharge. No additional information has yet been provided. No adverse patient effects were reported.